Event description:
Dicom issue with character limitations on the CT scanner. This limitation would not allow the images to be sent to pacs to be viewed by the radiologist. The patient had to be scanned twice. Was able to determine that due to recent software upgrade that there was a limited number of characters allowed. This made the first submission of CT that images were corrupted. Resolved by company.